Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 426 mg/dl. The customer declined to troubleshoot for the high blood glucose reading. The customer stated they have received an insulin flow blocked alarm 3 times. The customer stated the issue was resolved by changing the infusion set.the product will be replaced. The product was returned for analysis.